Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported waking up in the morning with blood glucose readings of 50 mg/dl and stated that their blood glucose readings spiked after eating. Customer's blood glucose readings at the gym were 246 mg/dl and had treated with the insulin pump. Customer returned home and the blood glucose reading was 259 mg/dl and has treated with the insulin pump again. No further information reported.